Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an ovarian resection, the balloon had been broken. Another device was used to complete the case. No adverse patient consequence.